Manufacturer narrative:
Inspection of the returned device under magnification revealed damage to the insulation allowing the high frequency current intended for cutting and coagulation to exit through the area of damage. There are multiple markings on the device indicating exposure to conditions beyond the scope of the design and the intended use of the device. The intended use does not involve tissue contact with the insulated portion of the device. Megadyne will recommend a review of other components the device may have come in contact with during the procedure to prevent future damage. We consider this matter to be closed.

Event description:
During a transaxillary breast augmentation, the insulation on the laparoscopic electrode was compromised. There resulted two burns to the left shoulder area as a result of the compromised insulation and the alternate current site which resulted. The physician classified the burns as 3rd degree and approximately 1cm x 3cm and 2cm x.5cm. The burned tissue was excised and primarily closed.